Event description:
It was reported that (1) tlc55 was used during a baratnric procedure. It was reported by the rep that the tlc placed into bowel and the stapler handle closes per the surgeon. Attempted to fire the stapler and it would not fire. Attempted to open stapler and it was very difficult to open stapler. A new stapler was opened and used to open stapler. There was no consequence to pt.